Event description:
The device was received with no information.

Manufacturer narrative:
Jaw/cam. Evaluation summary: the analysis results confirmed that the el5ml device was received non-functional. The instrument was cycled and properly formed the clips. However, the instrument was noted to have sticking issues. Additionally the instrument locked out as intended, but the orange indicator did not show up completely. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.